Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had no delivery alarm on the insulin pump. Customer was at school and was trying to give bolus. Customer just ate lunch. Customer's blood glucose level was 161 mg/dl. Customer changed the infusion set on tuesday and declined troubleshooting for the no delivery alarm. Insulin pump will need to be replaced. No additional info provided.